Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeled adhesive around light guide lens and the forceps elevator had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for either event. Based on the results of the investigation, the most probable cause of the burnt forceps elevator was due to a high-energy treatment tool was used without ensuring a sufficient distance from the tip. The burned forceps elevator event is detectable and preventable by handling device in accordance with the following IFU. Evis lucera jf /tjf type 260v operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope evis lucera jf /tjf type 260v operation manual chapter 4 operation:4.2 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.